Event description:
The customer reported that the device failed to power on. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.